Event description:
The user facility reported a patient was found to have a hole in the ventricle after extracorporeal membrane oxygenation (ECMO) initiation in the intensive care unit. During conversion to central veno-arterial extracorporeal membrane oxygenation, the pigtail was noted to be positioned within a slit of the ventricle. A prior transesophageal echocardiogram was performed before ECMO initiation had identified the ventricular hole, with no flow observed through it at that time. It was reported that the impella cp likely migrated into the ventricular slit after ECMO initiation. No additional information was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
This follow-up report is being submitted to correct h6. Health effect - clinical code and to provide investigation results. H6. Health effect - clinical code was incorrectly coded as e0511 (perforation of vessels) on the initial report. This code has been corrected to e0604 (cardiac perforation) h6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product returned. Cardiac perforation: the cause of the cardiac perforation was not determined due to insufficient clinical details. Device history lot: device lot: 1977178. Device history batch: subcomponent lot: n/a. Device history review: device sn (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
H6: medical device problem code: omitted a24 and added a01 based on information in the complaint file.